Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a review of the pump¿s black box showed multiple cs163 no cartridge detected warnings. During testing, the pump successfully completed the rewind, load cartridge and prime steps with no alarms occurring. The pump exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be out of specification. The force sensor resistance was within specifications. The pump was opened and there was moisture observed on components of the force sensor and the printed circuit board (pcb). The complaint of a load step malfunction issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.